Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
Subsequent to the previously filed report, additional information was provided stating that the physician found it difficult to advance the catheter on the guide wire. The device was removed from the anatomy and the shaft was broken during device removal. There was no reported adverse patient effect.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood visible in the guide wire lumen and inflation lumen, consistent with the catheter being advanced over the guide wire. The balloon was tightly folded. The outer member was separated proximal to the proximal seal, confirming the reported information. The outer member was stretched at the separation, which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner member was separated proximal to the proximal marker band. There was a small portion of the proximal marker band on the separated inner member. The separated edges were stretched. There was a bend in the proximal shaft distal to the stain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors that may contribute to the inability to advance the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. It is likely the catheter met resistance advancing over the guide wire due to the coagulation of blood on the guide wire, contributing to the resistance during advancement. Further, if force was applied in the attempts to advance/retract the catheter, this would contribute to the shaft stretching and ultimately separating as evident by the stretching noted to the shaft. There was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulty appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, all dilatation catheters are visually inspected online for damage.

Event description:
It was reported that during device unpackaging, it was noted that the delivery system was detached from the balloon. There was no patient involvement. There was no reported patient effect. A non-abbott device was used in the procedure. Though requested, there was no additional information provided.